Event description:
It was reported that during a normal device follow-up, this right ventricular (rv) lead as found to have a high out of range (oor) pace impedance. Anytime the lead was in bipolar configuration, the impedance measured greater than 3000 ohms. The patient had no symptoms and is not dependent. However, the lead was subsequently removed and replaced. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 17 centimeters from the terminal end. X-ray observation noted a stretched cathode inner coil near the tip. The reported high impedance observation is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that during a normal device follow-up, this right ventricular (rv) lead as found to have a high out of range (oor) pace impedance. Anytime the lead was in bipolar configuration, the impedance measured greater than 3000 ohms. The patient had no symptoms and is not dependent. However, the lead was subsequently removed and replaced. No additional adverse patient effects were reported. This product has been returned and a device evaluation was completed.